Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for caller reports she spoke to a medtronic rep, who informed patient to call patient services (ps) for a controller replacement. Call reported that the patient was hospitalized in january because the stimulator had not been helping her. The patient would feel the stimulation in her legs but not in her back which was still hurting. It got to the point that they stopped using the device. They needed to put the device in MRI mode so they brought the device up and charged it, but when they came home from the hospital it wouldn't do anything. The last time the patient charged her implant was in january. The caller stated that the controller turns on but it will not go to anything that it needs to go to. Troubleshooting performed, passive recharged. Caller reports the controller li ion battery is low. Suggest patient's daughter to charge the controller. The troubleshooting steps that were taken on the call did not resolve the issue. Agent suggested that the caller plug the controller into the ac power supply and let it charge until the green light is solid. Caller will call back for further troubleshooting.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.